Event description:
It was reported that during a post operation interrogation, the pulse generator exhibited a diagnostics anomaly. After software download to clear the alerts, normal device function resumed. The patient was in good condition.

Manufacturer narrative:
.